Manufacturer narrative:
Correction: product model number, lot number, and manufacture date were updated.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, approximately ten years post index procedure a CT revealed a proximal type I endoleak with stent graft migration, resulting in aneurysm enlargement. The patient's proximal aortic neck measured between 34 mm and 35 mm in diameter. A secondary intervention was done. It was noted that the seal zone of the proximal neck exceeded the IFU indications for endurant; however; the physician opted to proceed with the planned intervention which consisted of placing a 36 endurant cuff to extend up to the right renal and secure it with endoanchors. After this was done, the type ia endoleak was still present. Per the physician, the cause of the event was due to the proximal neck dilatation. It was noted that the patient was alive and doing well following the secondary intervention. Another intervention occurred three days later. The physician performed an open repair and banded the proximal seal zone. It was noted that there were very good results from this intervention and the patient was doing well at home. No additional sequelae were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.